Event description:
On (B)(6) 2010, when the doctor delivered the product to the body of the pt, the top cap inner cannula was broken and the graft did not reach the correct place. More detailed info was also provided that the physician removed the protectors and inserted the delivery sys over the wire. It was noted that the top cap inner cannula was broken and the graft did not reach the correct place. The physician removed the wire and delivery sys, and a replacement was used. There was no harm to the pt.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the IFU warns: "do not bend or kink the delivery sys. Doing so may cause damage to the delivery sys and the zenith aaa endovascular graft." The returned device and provided labels were examined during investigation, which revealed that the delivery sys inner cannula was broken distal to the pin vise. The initial report stated that the top cap inner cannula was broken, however, since the design of this spec part and delivery sys does not include a top cap, it is believed that the customer was referring to the cannula alone. The failure mode assigned to this case is deployment. This failure mode was determined based on the inspection of the returned device. The returned device did not include the shipping stylet, assembled and shipped with all zenith products, indicating that it was removed prior to the evar procedure. In order for the stylet to be removed, the inner lumen of the cannula must be patent and intact. Considering the inner cannula was intact at the time the stylet was removed, the failure is likely to have been caused by rough handling at the users facility during, or just prior to, the evar procedure. Additionally, it was noted during the course of this investigation that the part numbers, lot numbers, and mfg dates on the product carton label had been modified. In addition, the modifications did not match the part number, lot number, and mfg date of the info on the pouch label, or that of the returned device. Add'l info has been requested from cook (B)(4) as to who would have made the modifications and why the product was returned in this product carton. A response had not been rec'd at the time this report was written. We will continue to monitor for similar complaints.